Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient's implant hadn't been working for about 4 years. Caller stated the battery wouldn't charge so the patient just turned it off and never tried to recharge because the implant just wouldn't charge up. Agent reviewed information and redirected caller to the patient's healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.